Manufacturer narrative:
The device was not returned; however, a companion sample was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Simulated use test was performed with no issues noted and device was reconstituted without any issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a reconstitution device was leaking during infusion, leading to a leak of unspecified solution onto the nurse¿s hands. There was no report of patient or user injury or medical intervention associated with this event. No additional information is available.